Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a thrombectomy procedure, the balloon ruptured. There was no reported clinical consequences to the patient due to the reported balloon rupture.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information currently available, the cause for the reported event cannot be determined.

Event description:
It was reported that during a thrombectomy procedure, the balloon ruptured. There was no reported clinical consequences to the patient due to the reported balloon rupture.